Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a surgical procedure. It was reported that the site was unable to boot up the system after it was around the patient. The surgery was rescheduled. Additional information was gathered. 7:00 the patient was brought into the room and put under anesthesia. 7:30 system was brought into the room and placed around the patient and the system crashed, and the site could not get it to boot back up.  8:00 the surgeon cancelled the case and no procedure was performed. 8:00-9:00 the system would not reboot and was stuck around the patient and had to be manually opened.